Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this product. Similar products, showing a similar malfunction have been tested and examined under a optical microscope. Cracks at the blood inlet were detected. Each oxygenator is tested on tightness during the production process (according to basic operational procedure (bop) - 7517. The test is carried out at 1 bar (~ 14 psi) for a time period of 75 min at a flow of 8 1/min. During this time the oxygenators are checked for any leakage. Maquet cardiopulmonary (B)(4) will continue to monitor incoming reports for any trends and to determine if further action is necessary. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported the device was removed from the packaging and visually inspected. The protective cap was removed from the blood inlet port and the port contained cracks. The device was not used. No patient involvement. (B)(4).